Event description:
Customer reported that the pump's battery was not charging and later the pump did not start despite being plugged in for over two hours with multiple cables. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.